Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was damage to the cable connecting the mobile power unit (mpu). A warranty replacement was requested.